Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right wheel is sticking up off the ground even after attempting to adjust, locking gas cylinder.